Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side "device presented with a fibrous tissue" during a surgery of "repositioning the breast prosthesis". Additionally, healthcare professional reports capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reports left side "device presented with a fibrous tissue" during a surgery of "repositioning the breast prosthesis". Additionally, healthcare professional reports capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.